Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text.

Event description:
It was reported that during use with bd vacutainer® precisionglide¿ multiple sample needle there was poor sleeve function and blood leakage occurred. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, blood was found on the holder during the 2nd or 3rd time connecting to the tubes.